Manufacturer narrative:
Eval results: a complete product was returned. Visual inspection revealed a broke wire on channel 1 of the stimulation end. The broken wire is consistent with the overstress condition the lead was subjected to while implanted. No visual anomalies were observed on the second lead. Continuity testing was performed while twisting, bending, and stretching the leads and open/high impedance was observed on some of the channels. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device report 1 of 2: reference MFR report: 1627487-2011-09140. The pt received the scs system including two percutaneous leads (from different lot numbers) on (B)(6) 2006. It was reported that several contacts on one of the two leads showed invalid contacts. The leads were explanted and replaced. The explanted products have been returned to sjm. No further pt complications were reported.